Event description:
Shooting straight shots. Looks like top of the tip is missing. Found during test fire.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a broken tip. Broken tips may occur if device is exposed to some type of excessive stress on cannula shaft or tip.